Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller would get 'really really' hot when charging the implant and the issue began yesterday. Pt did not notice the controller become hot when charging the controller with the ac power supply cord. Pt also noted the controller battery drained when charging the implant. During the call, patient services (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed controller was at 30% and implant was at 40%. Pt also got a no device found message and pss reviewed information. Pt exited the message and implant was still at 40%. No visible damages in the controller charging port, battery, battery compartment, and recharger. Ps advised the pt to call back for further troubleshooting/start charging the implant. Pt called back and has charged up controller to 70 percent, and during the call it started to charge with excellent quality but says in about 20 minutes it will get hot and screen will turn off. Pt said its been doing this as they have reset the controller prior to calling pss but the issue still persisted. They said the controller itself has been "getting real hot and then turns off". During the call ins was charging with excellent quality but the charge level didn't go up at all. Pt says the recharger (rtm) is not heating up and rtm cord is not damaged. Pt checked controller port during original call and its intact. Pt confirmed ins hasn't incremented at all during this call and controller is getting hot. A replacement controller was sent out. No symptoms were reported. Additional information received from the patient. Pt called back reporting she is having issues with the equipment. Pt states seeing no device found and also states relay box gets really hot and clicks. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger .h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharger failure, intermittent no device found. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.